Event description:
As reported: "a revision surgery was planned to be performed on (B)(6) 2026 by dr. (B)(6), using the blueprint planning feature (case ID: (B)(6)). Stem has signs of loosening of subsidence. Could be as simple as replacing poly or replacing stem and adding tension."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.